Event description:
It was reported that the alert on the implantable cardioverter defibrillator (ICD) was sounding. It was determined that the alert was triggered because, the device had been set up for a previous implant but not implanted. The device was interrogated in the clinic and this cleared the alert. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.